Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089382. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is capsular contracture, baker grade unknown.

Event description:
Patient reported a right side "capsular contracture," baker grade unknown "significantly enlarged axillary lymph nodes, breast nodules, rashes," and "anxiety." Patient additionally reported "fatigue/loss of energy, photosensitivity, metallic body odor and taste in mouth, sores that didn't heal, brain fog, insomnia," and ¿depression;" these events are not device related. Device has been explanted.